Event description:
The md suspected flow problems before using the m.blue (#fx800t). No patient was involved.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no abnormalities. Permeability test: the test showed that the m.blue is permeable. Computer control test: the computer control test showed the opening pressure of the differential unit of the valve, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1.20 cmh2o. This is within the specified tolerance of 0 - 4 cmh2o. Additionally, the gravitational unit of the valve was tested according to standard procedure in the vertical position of the valve. At an opening pressure of 20 cmh2o in the vertical position, a pressure of 20 ± 8 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the gravitational unit of the m.blue® had a pressure of 19.26 cmh2o. This is within the specified tolerance of 20 ± 8 cmh2o. Adjustability test: no testing because the valve was not claimed for this reason and was not implanted. Braking force and brake function test: no testing because the valve was not claimed for this reason and was not implanted. Internal inspection of product in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. No dismantling of the valve because it was not implanted and showed no functional deviation. Results: based on our investigation results, we cannot confirm the reason for complaint. The valve did not show a functional deviation. Additionally, the valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.